Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had the problem with sensor on insulin pump. The customer's blood glucose level was 25 mg/dl. The customer's was able to treat with food. The patient's stated that her sugar glucose was low and go to threshold suspend and her blood glucose level will go up 100 mg/dl. The customer's was advised to change sensor. The threshold suspend was resolved. The customer does not exhibit low symptoms of blood glucose level. No further information was reported.